Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of driveline power fault alarms was confirmed via the submitted log files; however, a specific cause for the reported alarm could not be conclusively determined through this evaluation. The submitted system controller event log files contained events from 18apr2025 through 24apr2025, 26apr2025 through 29apr2025, 04may2025 through 08may2025, and 14may2025 through 22may2025. Driveline power fault alarms were captured on 23apr2025 through 24apr2025 and on 28apr2025 through 29apr2025. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on left ventricular assist device, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log file displayed driveline_power_fault / (f4) pwr_a_broken beginning on (B)(6) 2025 at approximately 5:55pm. The event log file also captured 79 pulsatility (pi) events. There were no other unusual events seen within the log files. It was later said that the alarms reoccurred after clearing the alarm message on the heartmate touch. The modular cable and the system controller were exchanged with new equipment. Additional log files were submitted for review. The event log file did not display any driveline_power_fault alarms post modular cable replacement. The event and periodic logs captured routine events and there were no notable alarm conditions or parameter changes. It was later reported that additional log files were submitted for review. The event log file captured the return of the driveline power fault a alarms on (B)(6) 2025 starting at 19:17:09. A heartmate 3 driveline pump side connector cleaning was performed on (B)(6) 2025. The modular cable was exchanged during the cleaning procedure as well. Follow up log files were sent and captured routine events and no notable alarm conditions or parameter changes.